Event description:
Patient 1 of 3: this is a report, received at baxter (B)(4) on (B)(6) 2014 via a sales representative from a healthcare professional about patients' reactions subsequent to the use of floseal (unknown batch). Floseal was used for epidural hemostasis in the spinal canal. A few days after use 2 or 3 patients (not further specified yet) showed malfunctions. The area of surgery was opened again and at the place where floseal was applied the material was strongly swelled up with a hematoma underneath which resulted in high need for room. The health care professional reported that the product was applied correctly and the superfluent material was washed away. Although, he states that it was not rinsed that much at the place where the haemorrhage appeared: deep in the epidural area. No further information provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is the report of a repetitive use error of using floseal without meticulous irrigation after hemostasis has been achieved. Swell of residual, non-irrigated product has not caused, but certainly has contributed to the compressive effects in the spinal canal. The causative factor for the reported complications is postoperative hemorrhage, which caused additional narrowing of the spinal canal. The correct application and appropriate precautions, with special emphasis on the correct application of the product in neuro and spinal procedures are well described in the floseal IFU (instructions for-use). Documented retraining with special emphasis on the correct application steps, swell properties, product irrigation and warnings regarding the use in the spinal canal is recommended (excess floseal matrix - material not incorporated in the hemostatic clot) should always be removed by gentle irrigation from the site of application. Meticulous irrigation is required when used in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, the brain and/or cranial nerves). Baxter is still following up with the reporter for additional information. A follow-up report will be submitted upon review of additional information and review of the instructions for use with the physician.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review could not be performed as the batch number was unknown. No trend was identified. The manufacturing facility conclusively determined the root cause was due to customer¿s misuse of the product and that no further investigation is necessary since the sample is not available. Baxter sales representative in germany followed up with the reporter and reviewed the IFU regarding the appropriate use of the product.